Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0325 - logic femoral ps cem right sz 2.5. (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6), 2-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6), 00-02-32 - three peg patella 32mm. (B)(6), 00-02-32 - three peg patella 32mm. Pending investigation. These devices are used for treatment, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015, and then experienced revision surgical procedure on (B)(6) 2023 approximately 7 years and 8 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.